Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512, batch no. 0265876. It was reported that needle hub separates into shield. Verbatim: consumer reported that the needle hub separated and was stuck inside of the shield. Same complaint as case file (B)(4). Syringes are from the same box and lot. Consumer stated that he did not have samples when he initially called but then the issue occurred again and he saved the syringes. Consumer is requesting a mail kit, replacement was already sent.

Manufacturer narrative:
H6: investigation summary: customer returned three syringes with no pouch for identification. All three syringes feature 0.3ml graduation markings. The first two syringes featured their needle shield and hub having separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger caps have been removed from these syringes, but no signs of use were observed for any of them. No other defects found. The third syringe was returned fully intact. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. A needle shield pull force test was performed on this syringe. The needle shield required 3.18 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch # 0265876 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512, batch no. 0265876. It was reported that needle hub separates into shield. Verbatim: consumer reported that the needle hub separated and was stuck inside of the shield. Same complaint as case file (B)(4). Syringes are from the same box and lot. Consumer stated that he did not have samples when he initially called but then the issue occurred again and he saved the syringes. Consumer is requesting a mail kit, replacement was already sent.